Event description:
Horrible side pains, weight problems, physically drained all the time, terrible headaches, abnormal clumps falling out of body during menstrual cycle, severe mood swings, abnormal periods, I swear essure makes my body believe it is pregnant and I will miss a month and I blow up and look it also until my menstrual cycle comes. (B)(4).